Event description:
It was reported to MFR that the table with patient started to tilt towards the upright position by itself while the operators were in the control room. One operator entered the room and held the patient while another operator stopped the unit with the emergency stop button.